Manufacturer narrative:
The returned device was evaluated. During evaluation it was found that some segments of the led display are not illuminating correctly. The system board was found to be defective. The system board was replaced and the unit functioned as designed.

Event description:
It was reported that there are a couple of display segments that will not light. There was no known impact or consequence to patient.